Event description:
During a follow-up, it was reported that the patient was experiencing phrenic nerve stimulation. The leadless pacemaker (lp) was interrogated and increased capture threshold occurred resulting in loss of capture (loc). An x-ray was performed and no anomaly was observed. The lp was reprogrammed to resolve the event. The patient was in stable condition.